Event description:
During the preparation, the physician tried to purge the delivery tube of the product; however, air came into the hub. Therefore, it was unable to purge the delivery tube. There was no defect on the outer box and sterile pouch. The product was properly stored in our storage. The product was not clinically used and it will not be returned for analysis.

Manufacturer narrative:
Additional information indicated that prior to clinical use, no anomalies (fluid leaks, or threaded plunger stripping, or inability to pressurize to the green/red zone) were observed with the dcs syringe. The syringe worked correctly and it was not damaged, and it was the first time use. The syringe was utilized for more than 5 coils, and actually this was the 12th coil being deployed. The syringe should not be included in the complaint, since the product could not be purge, the defect of syringe was suspected, therefore, the new syringe was used; however, it failed again, therefore, only the product was reported. No problems were identified with the syringe when prepping coil (s). The aneurysm characteristics are unknown, but 40 coils were deployed. No kinks or bends were noted on the delivery tube or introducer. During prep, the tabs were held and the zipper slid distally to the stopper without difficulty, and no abnormalities were noted. After not utilizing the coils and delivery system, the coil and dcs system was not stretch, kink, bend or have any other anomalies. The procedure was a (tve) transvascular embolization procedure of the (d-avf) dural arteriovenous fistula, and when the dcs was purged, the product failed. The gauge of the syringe hit the blue zone, but did not decrease. No additional information was available. During the preparation, when purging the delivery tube of the trufill dcs coil (lot# 13156236) air came into the hub. The product was not clinically used. The product was being used to treat a dural-av fistula. It was reported that there was no problem with the syringe; it had been used successfully for more than 5 coils prior to the event. When the purge of the product failed, the gauge of the syringe hit the blue zone, but did not decrease and the physician did not decrease the pressure by turning the syringe knob counter-clockwise. Purging was attempted without success with another syringe. There were no kinks, bends or damage noted on the delivery system, coil or syringe. There was no defect on the outer box and sterile pouch. The products had not been re-sterilized. The procedure was completed with the placement of a total of approximately 40 coils. The product is not available for analysis. The DHR review performed for this lot (13156236) showed that this lot of products met all requirements per the applicable mqp (manufacturing quality plan), including final assembly inspection per form 635fm016 and visual hub purgeability test results form 635fm002. It was reported that the syringe had been used successfully for more than 5 coils prior to the failure and this was the 12th coil that did not purge successfully. Per the IFU, the cnv syringe can be safely used for up to 5 coil detachments, or attempted detachments during a single clinical procedure. It is possible that this procedural factor contributed to the reported event, however, a new syringe also failed to purge the coil. The IFU specifically instructs that after purging, it should be confirmed that the hub and syringe are free of air. If any air is present in the hub, the coil system should be discarded. It was also reported that there was no pressure loss when the syringe was taken to the blue zone. As outlined in the IFU, in order to decrease the pressure, the knob of the syringe is rotated counterclockwise until the pressure reaches the neutral zone. Because the product was not returned, no conclusion can be made regarding the cause of the inability to purge the system; however, the use of the syringe greater than the specified limit of 5 times may have contributed.